Event description:
Account contact reports: the catheter hub came off of the pigtail. The nurse found the pt with blood backing out of the catheter and over the pillow case and sheet. There were no consequences towards the pt.